Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a video-assisted thoracoscopic lobectomy procedure, the surgeon was firing on thicker than normal tissue and the anvil bent. Device completed the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p56j4v. Device evaluation: the analysis results found that one psee60a device was returned with the anvil bent upwards and with a gst60t reload not loaded on the device. The reload was received fully fired. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.